Event description:
It was reported that the device will not power up.

Manufacturer narrative:
The device was not returned for evaluation, should additional info be received a supplemental form will be completed.